Event description:
It was reported that during device upgrade, a variation in threshold was observed. No lead anomalies were seen on x-ray. The new device was reprogrammed and measurements were in normal range. Patient in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.